Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2005 that a radial jaw device was used during an esophagogastroduodenoscopy (egd) procedure (patient age, gender, and weight unknown). According to the complainant, the radial jaw device was "tearing tissues." The device was "either not closing properly or the teeth were not sharp enough."

Manufacturer narrative:
Evaluation of the returned radial jaw revealed no problem with the engagement or sharpness of the cutters. The device was found to open and close. The device was also found to take proper bites.